Manufacturer narrative:
The lens was returned loose in a large plastic bio-hazard bag. Solution is dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported event. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that the replacement lens was one diopter weaker than initial lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that after an intraocular lens (iol) was implanted, the patient had a residual refractive error. Nine weeks after initial implantation, the lens was exchanged for another lens of one diopter power difference. Additional information was requested.